Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the instrument on patient side manipulator (psm)1 was not responding and the tip was not moving as expected. The sterile adaptor (sa) and instrument were reseated several times without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and observed several errors 31009 pointing towards an unproperly seated sa on psm1. The procedure was completed using the two remaining arms with no patient harm. Isi contacted the site and obtained the following additional information: the system was running properly when powered on without errors. The customer was unable to identify the cause of the issue, despite testing more than one instrument on the arm and drapes - same issue was observed. The surgery was conducted with camera and two instruments. Non-intuitive movement of the psm was noted. There was no external interference and system had been rebooted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. However, an error 22003 was noted in the logs pointing to the set up joint (suj2) axis 2. The fse swapped the patient side manipulator (psm) 1 with psm 3 to resolve the issue. The system was tested and verified as ready for use. No photo or video was provided by the site for review. System log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system sh0320 on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) and investigation revealed error 31009 (unproperly seated sterile adapter on psm 1) that may be related to the issue. Additional log reviews confirmed that system sh0320 was used on (B)(6) 2022. This event is being reported due to the following conclusion: a patient side manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.